Event description:
The temperature for the device was set for 36.5 c in skin mode. The reading of an auxiliary measurement indicated the pt temperature to be at 40 c. The pt was removed from the device. No pt injury reported. The biomed at the facility was unable to dupilicate the reported symptom.